Event description:
It was reported that an ilet screen became unresponsive to touch after the device depleted its battery and was recharged, preventing access to menus, notifications, and meal announcements, and blocking confirmation of a pending firmware update; a replacement device was provided and instructions were given to shut down the original device, return it with a provided label within one week, and sync data to the mobile app, with counseling that data would not transfer and the startup process would be required. Symptoms included elevated glucose levels with unclear cause. Outcomes included no reported hospitalization, disability, or death. Investigation included customer-service troubleshooting and education, verification of shipping information and return logistics, and attempts to recover the original device for evaluation. Investigation of this case revealed a touchscreen nonresponse consistent with a device malfunction involving the user interface/display component, with cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.